Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report: 3012447612-2018-00544.

Event description:
It was reported that the threads of two closure tops stripped while being installed during surgery. They were removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
UDI: (B)(4). Additional information: (ethnicity), (methods, results, and conclusions) - the closure top was returned for evaluation. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of two closure tops stripped while being installed during surgery. They were removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is report two of two for this event.